Event description:
Lack of stability during placement.The material number updated. The corrected information is provided inthis follow up report.

Manufacturer narrative:
The material number updated. The corrected information is provided inthis follow up report.

Event description:
LACK OF STABILITY DURING PLACEMENT.